Manufacturer narrative:
(B)(4).

Event description:
Certified diabetes educator contacted dexcom on behalf of patient on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. It was stated that the values were 100 points off. At the time of contact, no injury or medical intervention was reported.